Event description:
The manufacturer received information alleging black filter, breathing issue, and death. Medical intervention was not specified. There are no reportable malfunction. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.